Event description:
It was reported that the asymptomatic patient presented to the clinic with intermittent undersensing on the atrial lead. The undersensing was resolved with programming changes. The patient will be followed up normally.

Event description:
New information received stated the patient presented in clinic for a follow up. The clinic stated the atrial lead had recurring under-sensing where the p wave signals were small and some were smaller than far r wave signals. The nurse turned off the atrial lead and the ventricular lead was reprogrammed as recommended. No patient symptoms were reported.